Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after feeling dizziness for several days. Exit block on the ventricular lead was observed. The lead was explanted and replaced. Patient's condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.